Event description:
It was reported that customer received a button error alarm and was not able to clear. Even after battery change. Customer's blood glucose was 243 mg/dl. During troubleshooting it was reported that numbers were scrolling, pump was buzzing and alarming, and up arrow button was stuck. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No scrolling numbers display anomaly, no button error alarm noted and no moisture damage on keypad traces noted. The insulin pump was monitored and no buzzing anomaly during our testing. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.